Manufacturer narrative:
The investigation has determined that lower than expected vitros intact pth (ipth) results were obtained from non-vitros mas omni-immune quality control fluids when tested using vitros ipth lot 1711 on a vitros xt 7600 integrated system. An assignable cause for the lower than expected vitros ipth qc results could not be determined. The qc review performed for vitros ipth reagent lot 1711 found within laboratory precision issues with the level 2 qc fluid, therefore, a performance issue with vitros ipth reagent lot 1711 cannot be ruled out as a contributor to the event. However, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ipth reagent lot 1711. The customer gave no indication of any instrument malfunction. Therefore, it is unlikely that the instrument contributed to the event, however, it cannot be entirely ruled out, as no diagnostic within run precision testing was performed on the instrument at the time of the events. Handling and storage of the qc samples could not be ruled out as a contributing factor as the customer did not state how long the qc vials had been opened and stored between testing events. Additionally, there is an inconsistency between the mas omni-immune IFU and the vitros ipth IFU with regards processing the fluid.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained from non-vitros mas omni-immune quality control fluids when tested using vitros ipth lot 1711 on a vitros xt 7600 integrated system. Mas level 2 results of 49.24 pg/ml vs an expected result of 76.3 pg/ml mas level 2 results of 43.00 pg/ml vs an expected result of 63.7 pg/ml mas level 3 results of 627.22 pg/ml vs an expected result of 1129.1 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were obtained from non-patient fluids. The customer made no indication that any patient sample results had been affected. Ortho is not aware of any reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment 603626.